Event description:
The device was used during a vats procedure. Reportedly, the instrument would not fire. No pt injury reported.

Manufacturer narrative:
The report was confirmed; however the exact cause could not be reliably determined.